Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic on (B)(6) 2022 complaining of an alarm that occurred a couple of days ago. The patient stated the alarm was a driveline disconnect and lasted for approximately 10 seconds. The patient also stated that they were sitting in a "funny way" when the alarm occurred and that it resolved once they adjusted their position. The log files showed no alarms and the last six alarms on the controller were all dated on 01jan2000 although the clock was set appropriately. Technical services also stated that the event log did not capture any unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect events were unable to be confirmed via the submitted log file data. The controller event log files submitted by the account contained overlapping data spanning from 19jun2022 at 10:09:17 to 13jul2022 at 08:41:37, per the timestamps. Throughout the log files the device operated as intended at the stored patient speed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instruction for use contains the following information: section 1 lists psychiatric episode as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 5-23: at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. Section 6 lists psychosocial issues as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7-14: driveline disconnected alarm section 8-5: do not disconnect the system controller from the driveline for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. The heartmate 3 left ventricular assist system patient handbook contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 10jul2022, the patient had driveline disconnect alarms again and returned to the clinic. Although the date was synced properly and the right date was coming up on the system monitor, but wrong date was showing on the controller. The log files captured intermittent indications of weak connection between batteries and clips. The controller was also exchanged, and the patient had not reported any alarms since. Related MFR: 2916596-2022-12490.